Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that she does not seem to be getting any insulin. Customer's blood glucose reading at the time of the incident ranged from 360 to 571 mg/dl. Customer reported that she thinks the settings are incorrect. Customer reported that she should have gotten 7 units of insulin, but the pump delivered 4.2 units. Customer reported that the pump did not alarm no delivery. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.